Event description:
The physician informed the urologix sales representative of a patient who developed a fistula after a targis treatment. No further information is available.

Manufacturer narrative:
Several attempts were made to speak with the treating physician. The only information obtained was from a nurse that stated the event would have occurred more than 3 years ago, before she has worked for the physician. After several unsuccessful attempts to speak with the treating physician, we could not confirm whether the urologix targis system was used or whether the event occurred. Additionally, we do not have information on the patient, the treatment, the extent of the patient's injury or the current patient's status. At this time we do not know which device models (catheter and control unit) were used in the procedure and no devices have been returned; therefore no direct product analysis is available.